Manufacturer narrative:
Medtronic received additional information that the lot numbers of the cartridges and controls used are: cartridge 402-03 act-hr lot# 0229910383 expire date: june 9, 2025. The quality control is performed once a year during preventive maintenance (by medtronic fse). No errors were observed associated with this issue. The issue is associated to the expiration of cartridge lot. Additional information d.4 unique identifier (UDI) #: this field was updated. Device evaluation summary: the reported incorrect readings issue was verified during service. Service technician observed reported issue while performing quality control (acttrac electronics and clottrac liquid). Service tech found that the used cartridge was expired. Preventive maintenance was performed as per specification. The instrument was serviced/analyzed in the facility by a field service technician. The instrument did not return to a medtronic facility for service/analysis. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that prior to use of an act plus instrument, it was reported that there were incorrect readings. The use of the instrument was unknown. There was no patient involvement, so no adverse effect occurred.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.